Event description:
It was reported by a competitive representative reported that the right atrial lead was explanted and replaced on (B)(6) 2017 successfully the lead exhibited noise which resulted in automatic mode switch and sensing anomaly due to the lead being fractured. The patient did not experience any adverse consequence.